Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited restriction on suction cylinder and biopsy port. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus, and the following was observed: unable to easily pass instruments through the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the inner diameter of the biopsy channel (between k-mount and distal end) was deformed. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 3: preparation and inspection (section 3.2) inspection of the endoscope¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.